Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was moved to the left plank and addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient suffered a fall and the ipg is now titled in the pocket site. Patient states she feels tingling and overstimulation at the pocket site. To address the issue, surgical intervention to relocate the ipg may take place at a later date.